Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion, excessive no delivery and unexpected restart tests could not be performed due to constant motor error alarms. All operating currents were within the specifications and no unexpected low battery or off no power alarm noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime and it reset. The blood glucose at the time of the incident was 177 mg/dl. The customer stated that the alarm history showed a motor position encoder error alarm. The customer was able to rewind and prime and he insulin pump passed the displacement and self tests. The customer was advised to change the set. She called back later and reported that she received another motor error alarm during cannula fill. The device was replaced and returned for analysis.